Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported safety did not engage initially and placer had to fiddle with wire for it to engage after out of patient. Additional information received 11/17/2020 - what type of catheter securement was utilized: statlock and bordered dressing.